Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to possible infection as the patient called in and complained of itching around the device site with wetness and seeping. The technical services (ts) referred the patient to the following physician to investigate further to rule out any infection. There were no additional adverse patient effects reported. This rv lead remains in service.